Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's memory chip in the cpu board, reprogramming and reseating the cables. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected heart rate monitoring. No pt injury was reported.